Event description:
It was reported that the infusion device shut off without first providing an error or alert message. The device shut off in the morning on (B)(6) 2023. The infusion device worked as normal during the day and shut off again the next morning.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : shipment of complaint material from russia suspended indefinitely.